Event description:
It was reported that "when using it, the power-on error was reported, and the helium leak was found after checking". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number unavailable as the manufacture date is unavailable. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when using it, the power-on error was reported, and the helium leak was found after checking". As a result, the pump was exchanged for another pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.